Manufacturer narrative:
The insulin pump had a motor error alarm during rewind due to a corroded motor home switch. Unable to perform the displacement test due to a motor error alarm. The device had normal operating currents. No unexpected battery out limit alarms noted. No battery out limit alarms after battery change noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and motor error alarm. The blood glucose at the time of the incident was 223 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.